Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. A microscopic examination of the device revealed a fracture on the nickel shaft approximately 13.5cm to 19cm from the strain relief. The tip also showed a slight kink. The device was not completely separated and the inner liner was still attached. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that catheter break occurred. A direxion microcatheter was selected for use. During unpacking, it was noted that the end of the catheter became split and the purple hydrophyllic coating could be seen. No patient complications were reported.